Manufacturer narrative:
Concomitant medical products: as it is part of the system: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient was not getting spinal cord stimulator (scs) coverage into right head. The provider had the patient get an x-ray and they stated that the right lead moved. There was a lead revision scheduled for (B)(6) 2016. The cause for the right lead moving was unknown. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.